Event description:
The advocate stated that the customer tested his blood glucose receiving a reading of 600 mg/dl. The customer retested using another meter and rec'd reading of 115 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.